Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on december 9, 2019 to december 11, 2019 with blood glucose of over 1000 mg/dl and at the time of incident blood glucose was 597 mg/dl. Customer was treated with intravenous drip and disconnected from insulin pump. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.